Event description:
New information notes the lead was capped and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead will be monitored. Patient condition is good.